Event description:
It was reported that the zimmer arm sling was irritating to a patient as the arm sling was reported to be made from a different material. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was not returned to the manufacturer. The investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.